Manufacturer narrative:
Quality control data for access hypersensitive htsh was not provided. A system check was performed on (B)(4) 2009 and met specifications. Both dxi 800 systems were calibrated the same day and using the same reagent and calibrator lot numbers. On (B)(4) 2009, the field service engineer performed preventive maintenance. No hardware issues were noted and all verification testing met published performance specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events. This MDR represents event 3 of three reported by this customer. The related mdrs that have been reported are: MDR 2122870-2011-03809. 03840.

Event description:
Customer reported an erroneous low access hypersensitive htsh (human thyroid-stimulating hormone) test result was obtained for one pt when using the unicel dxi 800 access immunoassay system. The erroneous test results were reported out of the lab. Repeat analysis was performed with the same and another unicel dxi 800 access immunoassay system. The test results were within the normal range. No reports of death or serious injury was a result of this event. This event 3 o 3 reported by this customer for two different pts, tested on different days, with two different assays.